Event description:
A customer reported not receiving their ordered adc meter and as a result, they experienced a hypoglycemic episode with subsequent loss of consciousness. The paramedics were called, treated customer with glucose gel and transported him to a local hospital where he was diagnosed with hypoglycemia and given food to counteract the event. The customer also reportedly self-treated by drinking orange juice in an attempt to alleviate symptoms. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a delivery delay, no investigation of the product is required. This is a final report. The date of the medical event is unknown.